Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the personal therapy manager had a code of 8286 (empty reservoir) when the patient tried to initiate a patient activated bolus dose. The patient was fine with no symptoms. The representative spoke to the doctor's office and informed them of the error code. The healthcare provider reached out to the patient to have her come in and be refilled. The (B)(6) was her actual date to be refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.